Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete this procedure. No additional adverse patient effects were reported.